Manufacturer narrative:
Needle 2 was returned to the manufacturer for investigation. The needle exhibited "shorting" behaviour, whereby the heater wire was suspected to be in contact with the needle shaft. The needle was then tested with an oscilloscope and a control needle in saline solution. The needle produced a voltage capable of muscle stimulation during testing, confirming the reported complaint. The root cause of the electrical malfunction was identified as shorting between the heater wire and the needle shaft.

Event description:
It was reported that three icerod needles were being used for a renal cryoablation procedure. The needles were tested with no issues. During the first freeze cycle, one of the needles caused the patient to twitch. During the second thaw, the needle on channel 2 also caused the patient to twitch. The physician felt comfortable proceeding with the case and it was completed as expected. The needles will be returned for investigation. This MDR is for needle 2. Please see MDR # 9616793-2020-00003 for needle 1.